Manufacturer narrative:
Batch review performed on 02-jun-2021: lot 2008651: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Mysolution analysis 01-jun-2021: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Dislocation of the resurfacing patella after the primary surgery performed on (B)(6) 2021. The revision surgery has not planned yet.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few weeks after primary cemented tka recurring patella dislocation is lamented and revision will be undetyaken. We have not enough information to judge on the possible cause of the problem. Normally, patella dislocations are due to component position, but we have no means to evaluate in this case.